Event description:
Rptr writes, "just read yesterday's (11/24/1998) 'science' article on page 12d of USA today and wish to report that I had the exact same feeling of feeling dizzy, sick to stomach and sweaty hands in additional to irregular heartbeats from leaning on the airplane's curved wall at a window seat. I had a pacemaker installed in june 1998 and have felt fine until then. After about 5 minutes I felt I was going to pass out so, with will power, I forced myself to get up and walk to the lavatory. After less than a minute I started to feel better. When I returned to my seat I stayed away from the window as far as I could and felt okay. I suspect electromagnetic waves along the bulkhead playing havoc with my pacemaker upon return home. I called my cardiologist assistant who had me come into the office to test my pacemeker. It checked okay and I asked if a study was ever made of pacemaker pts located at window seats of airlines? She said no; hence, this report to you."